Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to replace the breath delivery unit (bdu) cpu pcb. Covidien was not authorized to service the device.